Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012, inratio: 1.9, retest inratio: 2.2, lab: 3.2. Pt's therapeutic range is 2.0 - 3.0. Results done within an hour of each other.

Manufacturer narrative:
Investigating pending.